Event description:
It was reported that the user received an urgent low glucose alert at 54 mg/dl from the system while the cgm subsequently displayed 72 mg/dl, and a confirmatory fingerstick measured 65 mg/dl; the user was instructed to consume 10 grams of fast-acting carbohydrates and recheck by fingerstick after 15 minutes, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included temporary interruption of activities with need for oral glucose treatment. Investigation included technical support review and user counseling. Investigation of this case revealed no device malfunction identified and user education provided. It was concluded that the event was consistent with hypoglycemia with cause not determined and that the device operated as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.